Event description:
The device was received for service with the report "turns on by itself". Information was not provided regarding whether or not the device was in use when the reported event occurred. Per hospital representative, no patient injury was reported. Despite baxter's efforts to obtain additional information from the report facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.